Event description:
There was a report of a broken screen on a customer's pump, which was unreadable after being plugged in, although it managed to start. There was no adverse impact to the customer's blood glucose level due to the incident. The pump was scheduled to be returned for further inspection, with a replacement pump provided, as indicated by the new serial number.